Event description:
At the beginning of the procedure the physician was unable to complete the cavity assessment using the device.what was the original intended procedure?unknowndevice #1is this a laboratory device or laboratory test?no